Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 5.4 mmol/l and loss of consciousness. Glucagon gel was administered prior to arriving at the hospital, and also was administered while at the hospital to treat the customer. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Customer declined performing a system check with tandem technical support and reverted to manual insulin injections for insulin therapy.